Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited unspecified capture issue and noise oversensing resulting in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.